Event description:
It was reported that the customer had sensor issues. The sensor would tell her that she was running low when her blood glucose levels were not low. Her blood glucose levels were high. She was also recently diagnosed with breast cancer. The customer received multiple no delivery alarms. Her blood glucose level was 421 mg/dl. She treated her blood glucose level with a manual injection and a bolus. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.